Event description:
Iridex became aware of a complaint reporting a case of mydriasis followed by blurry vision post treatment using a cyclo g6 console with a micropulse p3 probe. Mydriasis is a condition where the pupil of the eye is fixed and dilated. The doctor was a new iridex device user. The procedure was intended by an iridex representative who confirmed that treatment settings were within specification and the doctor used a good technique. In this case the patient was highly myopic. In cases where the patient is highly myopic it can be difficult to distinguish the region of the limbus. This may result in the probe being positioned incorrectly (e.g. Positioned too anterior). If treatment was performed in the incorrect location, this could be a contributing factor to the observed result. This complaint did not involve any report of malfunction of the laser console and probe. A definitive root cause cannot be determined.